Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0ev5q, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reports she had her neurostimulator system removed completely because her body rejected it. The patient also mentioned that had a stroke right after it was taken out, and had an MRI done at that time and was fine. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available